Event description:
The account coordinator (ac) of a male pt contacted lifecor customer support to report the pt had died in 2009. A nurse had contacted her to report that the pt was wearing vest at time he was brought to hospital, but a cable was cut. The nurse stated that the pt had died while at the hospital. The death started as respiratory failure which lead to the cardiac arrest.

Manufacturer narrative:
Device MFR date: monitor, electrode belt - 04/2008. Device evaluation: monitor and electrode belt (e-belt) have been evaluated. Both the monitor and e-belt were fully functional upon receipt. The cable on the e-belt was not cut but rather the connector was physically cracked. The e-belt functioned properly despite the crack. Flag reports show the pt was conscious and actively pressing the response button up until the point the e-belt was disconnected from the monitor. The events leading up to pt death after the e-belt was disconnected are not known. Monitor and e-belt for refurbishment / repair and close complaint. Conclusions: the therapy pad and ECG electrode belt was disconnected before the pt's passing. The device functioned properly, monitoring the pt's heart for arrhythmias as designed.